Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17773; 2017865-2021-17781 it was reported that the patient had pericarditis most likely due to infection. The patient was dependent on the system for normal function. The system was explanted and the patient was to receive a replacement at a later date. The patient was stable before, during and after the procedure.